Manufacturer narrative:
Manufacturer's narrative: there were 5 attempts made to get additional information regarding the details of the event that are relevant to the investigation, with no success. Cubby beds requested photos of the damaged tech hub portal however none were provided by the customer. The request was made two times to the customer. No repair or replacement was done as cubby beds never received pictures or order confirmation. The customer has had the bed for 4 months at the time of the reported event. The style of bed is the cubby basic, with no installed technology hub. The tech hub cover was in place at the time of the event. The product was not returned for evaluation. The manufacturing records for lot 240312m04 were reviewed. (B)(4) units were produced and approved for release. The records demonstrate all (B)(4) units passed the required inspections. Manufacture completion date is 20-mar-2024. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary.

Event description:
Customer stated that her son is able to push his finger into a hole in the tech hub cover and separate the zipper. The event is caused by the child where the zipper is able to be separated creating a gap allowing for the child to elope through the tech hub portal. There was no injury that resulted from the event. The style of bed is the cubby basic, with no installed technology hub. The tech hub cover was in place at the time of the event, with the "clasp" intact. Child is eloping through tech hub portal. The mother confirmed her son was not injured as a result of the event.